Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. Additionally, it was reported that an unspecified alarm occurred during pumping. Review of t:connect pump data showed that a low insulin alert occurred and that the customer removed the cartridge multiple times after the alert. The customer's blood glucose (bg) level was over 400 mg/dl with trace ketones. The bg level was addressed with a bolus via the pump. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.